Manufacturer narrative:
Section a6: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3 (no): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small divot on optic body of a monofocal intraocular lens (iol) was found. The lens was left in the patient's eye following the procedure. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the code "4114" was inadvertently entered in the section "h6" of the initial MDR report instead of "4117"; therefore, the information has been corrected in this supplemental MDR report. The following field was updated accordingly: section h6: adverse event problem: type of investigation: 4117 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.